Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon ripped/shredded [device breakage]. Case narrative: consumer reported via email that the tampon ripped/shredded. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon ripped/shredded [device breakage]. Case narrative: consumer reported via email that the tampon ripped/shredded. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon ripped/shredded [device breakage]. Case narrative: consumer reported via email that the tampon ripped/shredded. No injury was reported.